Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the defibrillator was unable to charge and the device displayed a "defib fault 84" message. The complainant indicated that there was no patient involvement in the reported malfunction.